Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17619095) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta (6mm15cm155) balloon catheter crossed the lesion and inflated. However, it was ruptured at 8 atmosphere pressure (atm). Then, it was replaced with another non-cordis pta balloon and the procedure was completed. There was no reported patient injury. The target lesion was the superficial femoral artery. The product will not be returned for analysis.

Manufacturer narrative:
Additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prep per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prep. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued. There were no kink/bent noted after device was remove from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There was no patient injury. There is no procedural film/cd available for review. The device will be return for analysis. As reported, a 6x150mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and inflated. However, it was ruptured at eight (8) atmosphere pressures (atm). Then, it was replaced with another non-cordis pta balloon and the procedure was completed. There was no reported patient injury. The target lesion was the superficial femoral artery. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU and it prepped normally. There were no anomalies noted during or after the device was prep. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued. There were no kink/bent noted after device was remove from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device was not returned for analysis. A device history record (DHR) review of lot 17619095 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.